Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the reporter contacted lifescan (B)(6)alleging inaccurate high results compared to another device. The reporter claimed obtaining blood glucose readings of 300 mg/dl with the subject meter and 180 mg/dl on another device (device unknown). This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.